Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6)2024 it was reported by a sales representative via email that the head of an ar-4157-20 retrofusion screw stripped immediately. This was discovered during a procedure on (B)(6) 2024. No further information was provided. Additional information received on 1/8/2025: the hammertoe procedure was completed using a new ar-4157-20 retrofusion screw with the same ar-4157ds driver that stripped the previous screw. The case was not delayed, and additional anesthesia was not needed.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive forces being used during insertion of the screw.